Event description:
It was reported the endoscope reprocessor had a tube break. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned, the reported malfunction could not be reproduced. The likely cause could be that the connector pin may have been damaged due to external forces applied during handling. In addition, using the cleaning tube with a damaged pin may result in poor liquid delivery and reprocessing failure. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The user can detect abnormality by performing the following inspection. Chapter 5: inspection and preparation before use. 5.7 inspecting the connecting tubes and leak test air tube. Before using the reprocessor, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. All tubes should be free of cracks, breaks, fissures, scratches, or stains. There should be no cracks in the lock levers of connecting tube connectors and leak tests air tube connectors. There should be no bends or breaks in the pin of the connecting tube connector and leak test air tube connector. The tube should not be easy to disconnect once connected. If a tube has any irregularity, do not use it and replace it with a new one. Warning: do not use the connecting tubes or leak test air tubes if they have any irregularity. Doing so could prevent effective reprocessing or damage the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.